Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that one of the battery pins in battery well 2 was loose and this caused the reported issue. Physio replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.